Event description:
A malfunction alarm was reported with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting it, ensuring no recurrence of the malfunction code. The customer acknowledged this support and understood to call back if the issue recurred, being permitted to continue using the pump.